Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pump had low flows and was replaced after troubleshooting measures had failed. No lasting harm or injury to patient was reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of low pump flow has been completed. The impella device was returned for evaluation. Data logs show the flows initially as expected. After the physician reinserted the pump, the flows were seen to be around 3.0 l/min max at p8, which is slightly below expected. The pump was inspected in the lab and no abnormalities were found, and the low pump flow was not reproduced. Thus, the low pump flow is likely due to patient condition. G1 reporting contact email revised on manufacturer device report 1220648-2024-21579 in accordance with updated procedures.